Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Report source. This report is associated with MFR report numbers: 3005168196-2017-01205. 3005168196-2017-01206.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the first smart coil evaluated. The embolization coil windings were offset. Conclusions: evaluation of the returned devices revealed that the three returned smart coils had offset coil windings. If the introducer sheath is not fully seated inside the microcatheter hub, the embolization coil may start taking shape inside the hub, and damage such as this may occur. The offset coil winds caused resistance when advancing the smart coils during functional analysis. Further evaluation revealed the third smart coil¿s pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01205, 3005168196-2017-01206.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance three smart coils out of their introducer sheaths and into the non-penumbra microcatheter; therefore the smart coils were removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.